Event description:
It was reported that the patient had problems with the patient programmer. It was noted that the patient was not able to increase or decrease stimulation or turn stimulation on or off. It was noted that the patient described the implantable neurostimulator (ins) in the box screen. It was noted that the patient received this message the past weekend. It was noted that the patient programmer worked fine up until this past weekend.

Manufacturer narrative:
Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported six months later that the patient was getting the ins in the box icon on the patient programmer (pp). Last night the patient got an error message on her pp showing a hand holding a device, it said ¿ens cannot communicate. It will need to be reconfigured by your clinician.¿ the patient was not a trial patient. This message was seen before, about a month or two after implant. The patient went into the doctor and told them about this message but by the time she got there the pp as fine. It was then determined during the report the patient was seeing the error message for configure ins, not ens. The patient has not fallen down or anything. It was confirmed that the patient does use the antenna locate feature and it was suggested to the patient not to use it unless with a company representative; it was thought the error message was most likely due to the patient using the antenna locate feature incorrectly. The patient has a doctor appointment on (B)(6).